Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
(B)(6). It was reported that the patient died. In (B)(6) 2016, the index procedure was performed. The target lesion was located in the proximal left circumflex (lcx) with 95% stenosis and was 10 mm long with a reference vessel diameter of 2.50 mm.. The target lesion was treated with pre-dilatation and placement of 2.50 x 12 mm study stent and the residual stenosis was 0%. The following day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2016, the patient was placed on hospice care. In (B)(6) 2017, the patient died of unknown cause.